Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt pulled the driveline on a door and it received a continuous alarm with no lights were displayed on the system controller. The system controller was exchanged and the alarm was resolved. During transit to the hospital the pt received two red heart alarms that lasted for a few seconds and resolved on their own. The log file was reviewed and two low speed operations were noted, with the speed decreasing to 5,400 and 7,000 rpms. A CT scan was performed the following day and showed mild thinning of the medial driveline approximately 5.5 cm from the connection to the system controller. The pt was admitted into the hospital and stabilized the next few days and the pt was active and moving around. The external percutaneous lead was manipulated where damaged was suspected; however, the alarms could not be reproduced. As a precaution the suspected section of the percutaneous lead was splinted and stabilized to reduce further damage.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.